Event description:
Baxter (B)(4) received a report that a 10 ml/hr infusor underinfused during patient use. A volume of approximately 150 ml rather than 240 ml was infused over the course of 24 hours. This implies a 6.3 ml/hr flow rate, which is 63% of the expected flow rate. The device was filled with a 250-ml solution of 12 g bristopen (manufactured by bms) in normal saline. Infusion flow rate less than 70% of expected rate could lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received two companion samples for evaluation. Visual examination of the samples showed no sign of physical abnormality. An accuracy flow test was performed on the samples. At the end of the flow test period, the infusors produced the following flow rates: calculated flow rate = 9.87 ml/hr and 9.91 ml/hr, specification range = 9.00 - 11.00 ml/hr. The infusors produced functional results within the specification range; the devices performed as expected. The reported condition of an underinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the units. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Per the customer, the actual sample is not available for evaluation. A request for the return of companion samples has been made. Should the samples be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.